Event description:
Soon after the installation of the ge aisys anesthesia gas systems we started experiencing problems reflective of hardware, software, and quality issues. Among the numerous failures: tidal volume issues; low peep and the user couldn't increase peep. It was unknown if the readings were true or if the readings were false, and if the peep really was adequate. There was one (1) failure of the emergency oxygen over ride; failures of colonoidal valve. Additional failures of the e-vap board; gas inspiratory valve (told by ge that this is a vendor problem, this is an 'off the shelf' part). Many of these failures result in the device shutting down while the patient is under anesthesia. This is unacceptable. We have spoken to ge and ge created a slide showing the different problems reported by the hospitals. Ge has been responsive in repairing the units, but not pinpointing the sources of the multiple types of issues (at least has not communicated these to the hospitals). The hospital believes that while it is important to address the ge problems; they are concerned that there is a much larger public health issue with anesthesia devices and other life supporting/life sustaining equipment. There should be a life sustaining back up mode/redundancy, not just an alarm. Response from ge is that they have done fixes for the problems, but they keep occurring. Ge recently did a 4.0 software upgrade. The hospitals will continue to let us know if the problems still continue. We have not had additional problems on machines where the 4.0 software and a new piece of hardware (a replacement bag, pressure valve) were replaced. We have calls with ge weekly.